Manufacturer narrative:
The data logs have never been received for the investigation. Another upgrade attempt solved the reported issues, as reported by the field service engineer. It can be assumed that the issue was possibly due to an operator error during the two first upgrades attempted. However, the root cause for this event cannot be conclusively determined.

Event description:
The surgeon has been having trouble transferring patient folders from his main laptop to the robot for cases. The field service engineer (fse) thought it was because she had done something incorrectly on the first upgrade, so she decided to start from the beginning and do the upgrade on the laptop again. The fse was able to complete the upgrade, but is still having issues transferring from the laptop to the robot along with a few other issues.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon has been having trouble transferring patient folders from his main laptop to the robot for cases. The field service engineer (fse) thought it was because she had done something incorrectly on the first upgrade, so she decided to start from the beginning and do the upgrade on the laptop again. The fse was able to complete the upgrade, but is still having issues transferring from the laptop to the robot along with a few other issues.